Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The fluid leak was observed between a supply bag and the safe lock adapter. The cause of the leak was unknown. Follow up with the patient confirmed the patient has not experienced any complications as a result of the event. The patient swapped out the supply bag and was able to complete the treatment.

Event description:
...

Manufacturer narrative:
Plant investigation: seven companion samples of product 050-95018 lot number 17sr08001 were returned to the manufacturer for product analysis. A functional test was performed to samples and no issues were found, the samples were found acceptable during test no leaks or issues were detected, the test was completed successfully.